Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the lead was not returned for analysis.

Event description:
It was reported that the patient had redness, ulceration, secretion and hematoma at the device pocket due to infection. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection. A new pacemaker system was implanted on the contralateral side. The patient was in stable condition.